Manufacturer narrative:
Date rec'd by MFR: 10jun2019. Date of report: 11jun2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning, therefore the ventilator's functions could be accessed. This event would have not likely caused serious injury or death. This was not a reportable event. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has a faulty navigation-ring. There was no patient involvement.